Manufacturer narrative:
(B)(4). Concomitant medical products: oss tibial bearing catalog # 150410 lot # 808630, oss tibial bushing catalog # 150476 lot # 916390, oss poly lock pin catalog # 150478 lot # 790020, oss axle catalog # 150480 lot # 613080, oss reinforced yoke catalog # 150493 lot # 945130. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-03860, 0001825034-2018-03864, 0001825034-2018-03866, 0001825034-2018-03867, 0001825034-2018-03868. Product location is unknown.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to unknown reasons.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.